Manufacturer narrative:
(B)(4). Date sent 12/5/2024. D4 batch #138d10. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damaged and with a reload (a) loaded in the device and a second reload (b) present. The reload (a) had the proximal 26 drivers up without staples, and the remaining drivers down with staples present and also, it was noted a scratch in the middle of the reload deck. The reload (b) was received with the proximal 15 drivers up. Both returned reloads had the swing tab in the locked position. The reloads were reset and the device was tested for functionality with both returned reloads and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. Inn addition, nicks were noted on the knife of the device. The damage to the reload (a) and knife is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife during device firing, prior to reloading the device, clean in sterile solution and then wipe the anvil and reload channel to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 138d10, and no non-conformances were identified.

Event description:
It was reported that during a esophagectomy, the firing knob did not move forward at the 2nd firing of anastomosis (5th firing in total). The cartridge was changed, but the firing knob stopped in the middle again. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available. After the firing stopped, how was the fork opened and closed? The knob was returned to the original position. ·was there any bleeding or tissue damage in this event? There was no bleeding. ·are there any problems with the patient's condition after the surgery? There were no problems due to this product malfunction.